Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. The calibration and quality control were acceptable and the instrument was checked by the field service representative and was ok. An instrument or general reagent problem was ruled out.

Event description:
The customer alleged they received questionable calcium results on their p-module. The customer stated they switched to the backup reagent cassette and the repeat results were consistent. It was noted that other tests run on the same cassette were normal. The customer removed the reagent cassette in question, calibrated the back-up cassette, and ran random samples in repeat. The system seemed to be running and repeating fine. The customer provided data for eight samples, seven of which had discrepant results that were reported outside the laboratory. The first patient's initial calcium result was 12.5 mg/dl. The repeat result was 9.8 mg/dl. The second patient's initial calcium result was 14.0 mg/dl. The repeat result was 9.6 mg/dl. The third patient's initial calcium result was 15.1 mg/dl. The repeat result was 8.9 mg/dl. The fourth patient's initial calcium result was 17.6 mg/dl. The repeat result was 9.1 mg/dl. The fifth patient's initial calcium result was 13.7 mg/dl. The repeat result was 9.2 mg/dl. The sixth patient's initial calcium result was 12.1 mg/dl. The repeat result was 9.2 mg/dl. The seventh patient's initial calcium result was 12.9 mg/dl. The repeat result was 9.3 mg/dl. The repeat results were considered to be correct. There were no adverse events. The calcium r1 reagent lot number was 685473 and the expiration date was 09/30/2014. The calcium r2 reagent lot number was 69376001 and the expiration date was 03/31/2015. The field service representative could not find a cause. He checked the sample and reagent probes for clots by performing an air purge. No clots were found and the air purge looked fine. He cleaned and lubricated the sample and reagent up/down syringe shafts. He checked the r1 and r2 reagent assemblies for any possible leaks in the tubing and found none. He performed a mechanism check to make sure there was proper aspiration and filling of cuvettes by rinse mechanism nozzles and they all the nozzles looked fine. He checked the alignment of the sample and reagent probes and all were ok. He checked the gear pump pressure, rinse bath water pressure, and the vacuum pressure and all were within specification. He could not check the reagent pack, as the customer had already discarded it. The customer performed quality control on calcium and the results were within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.